Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was higher than expected and she had taken another bolus. Customer then received a no delivery alarm and a motor error alarm. Customer's current blood glucose was 227 mg/dl. Customer's blood glucose was in the 200-300's mg/dl at the time of the incident. Customer had no delivery alarm or no motor error alarm in the alarm history. Customer mentioned that she was is in the hospital overnight. Customer declined troubleshooting for high blood glucose and the no delivery. Customer stated that she was vomiting and treated with shots of insulin. Customer also had a temp basal running. Customer was hospitalized on (B)(6) 2016 with diabetic ketoacidosis. Customer could not hold food down and had high ketones earlier in the day. Customer was taking shots, fluids, and anti-nausea treatment. Customer was wearing the pump at the time. Customer's blood glucose was reported as 206 mg/dl and she is taking a shot of insulin with her back-up plan.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No excessive no delivery or motor error alarms were noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The motor passed the motor test. The insulin pump passed the displacement accuracy test.